Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. This is the 1st complaint reported for this lot number and issue to date. Investigation summary: one 20fr ponsky nbr tube was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for a loose cap, more specifically one caused by a molding issue. Flash was observed on both hub caps. No signs of use were observed throughout the sample. This flash would cause significant difficulty in placing the caps in the ports. The root cause for this event has been determined to be supplier related. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable since this complaint was found to be supplier-related. Labeling would not have prevented this issue. (Expiry date 11/2021).

Event description:
It was reported that the cap on the dual port feeding adapter did not close well and stuck tight. There was no reported patient involvement.

Event description:
It was reported that the cap on the dual port feeding adapter did not close well and stuck tight. There was no reported patient involvement.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the cap on the dual port feeding adapter did not close well and stuck tight. There was no reported patient involvement.